Manufacturer narrative:
A product investigation was completed: the returned depth gauges shows regular use during its lifespan. The hooked needle stem of the devices are not broken off at the base of the black body, but they are very loose and bent. There is approximately 1.0-1.5mm of thread showing on the hooked needle. The devices are calibrated correctly, but it is likely that further use and toggling would cause the needle to break off the device. This particular depth gauge is part of many technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The exact cause for the damage could not be determined, but it is likely due to wear or from damage during sterile processing. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the life of the device. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review ¿ service history review: part no. 319.006, lot no: 7058666. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is oct-15-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that depth gauge for 2.0mm and 2.4mm screws broke. It was noted in sterile processing department (spd) and not in the operating room (or). No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service & repair evaluation was performed - the customer reported the depth gauge was broken. The repair technician reported the gauge pointer was bent. Bent is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.